Event description:
It was reported that during a remote monitoring follow up inappropriate atrial fibrillation sensing was seen involving this device. A request for device data was needed. It was noted a similar observation occurred in september 2020 as well. The most recent device data from december 2020 showed that the device logged a scan detected with no session to begin. The device recorded an atrial fibrillation episode with misaligned markers. This issue was consistent with a timing issue which caused a higher power telemetry state. Engineering noted that a successful session corrected this issue and the device was once again operating normally. No adverse patient effects were reported. The device remains implanted.